Manufacturer narrative:
(B)(4). Additional information: batch #m90t07. The device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device locked up and the jaw could not be opened; delaying the procedure. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: the event was not related to anything being stuck in the jaw, preventing it from opening the device's handle mechanism from the start felt awkward and faulty from the start and soon after the beginning of the cx, they changed the instrument. The device was never stuck while with tissue within the jaws and there was no consequence to the patient other than the few minutes delay for changing devices.